Event description:
It was reported that the customer's sensor is missing an electrode. Customer's blood glucose level at the time 116mg/dl. Advised sensor would be replaced.

Manufacturer narrative:
Two opened and used sensor were inspected and one of the two was found with a needle bent inside of the sensor base. It could not be confirmed if the customer received the sensor damaged due to the customer returning the sensor opened and used. One needle was missing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.